Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. The investigation of the returned device showed that the reported complaint was confirmed from the evaluation. Unit was not locking properly and required minor service to return device to manufacturer's specifications. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the, mayfield modified skull clamp (a1059) had locking mechanism failure. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.